Event description:
It was reported that a minimum fill notification occurred, but the customer did not clarify how many units of insulin were filled in the cartridge during the load sequence but stated they had 165 units still in the cartridge. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.